Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
The customer reported that one 16mm fully threaded cancellous screw (from small fragment set) snapped in half whilst the surgeon is drilling it into the bone. The surgery went well.